Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 509 mg/dl. At the time of troubleshooting customer had taken no action to address bg level and continued to use the pump for insulin therapy.